Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 2000016669/2000016669 product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 19675007/19624089.

Event description:
It was reported that the patient had difficulty keeping the ipg charged and was experiencing inadequate pain relief due to high impedances. The patient underwent a revision procedure wherein the ipg, leads, and lead splitters were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device components were not returned.